Manufacturer narrative:
The insulin pump was received with broken and missing belt clip plate weld.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir lip ring was damaged. Customer's blood glucose level was unknown. Customer also stated that the clip rail at back of insulin pump was broken. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.